Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. Patient's current blood glucose was 167 mg/dl. Customer has treated with food. The drive support cap appeared normal. Advised to monitor pump and blood glucose. Advised customer to disconnect from the pump. The product was not returned for analysis.